Event description:
The customer contact reported device breakage fo the distal tip of the option-lok male adapter. The option-lok male adapter of an unspecified plumset was connected to the female adapter of a needless valve connector and was being used to deliver an unspecified medication. The customer contact reported that the nurse had difficulty disconnecting the option-lok male adapter from the needless valve connector. It was reported that the nurse used a hemostat to disconnect the option-lok male adapter from the needless valve connector and the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the needless valve connector. The tubing set and the needless valve connector were replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The customer contact identified the device as a plumset; however, the customer contact was unable to provide the list of the device. This report represents all the information known by the reporter upon query by hospira personnel.